Event description:
It was reported, the customer's transmitter does not blink when connected to the sensor. The customer also reported receiving a lost sensor alarm on their insulin pump. Customer's last known blood glucose was 139 mg/dl. The customer also reported their sensor was not bent, but it did not look normal. Customer also stated their site looked normal. Customer stated they would monitor the issue. No additional information provided.

Manufacturer narrative:
Inspected one opened and used sensor, performed a visual inspection and found bent electrode. Sensor failed per inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.